Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the reusable dci sensors used with their new ge monitors to be more sensitive to ambient light than their experience before with nellcor sensors and older datex-ohmeda monitors. The customer stated that they saw what they thought were inaccurate values due to light, but when the sensor was covered up by a blanket or shield it appeared to display the correct value. When switching from a reusable to adhesive sensor, the value appears to correct the reading as well. The customer stated that this occurrence was on an occasional basis; not in every case. Customer did not have specific sensors, but would begin collection of the product going forward as they come across future incidences. Care area is the operating room. Do not appear to be experiencing this in the outside other perioperative areas. One specific case was noted during an orthopedic shoulder procedure. The crna who reported receiving inaccurate readings of 93-95% oxygen saturation, but when switching from dci reusable sensor to adhesive the value appeared to correct itself and read 99%. No known impact or consequence to patient.